Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse moved the dimension vista instrument to align with streamlab automation system. The cse replaced the aliquot probe level sense board and clog detects transducer. The cse performed aliquot probe and shuttle 2 alignments. The cse performed quick check and ran quality control (qc), which resulted satisfactory. The cse replaced a bent aliquot probe and auto aligned it. The probe froze during a check and the cse performed a shutdown and re-aligned the probe. The cse quick checked the system, which passed. The cse ran qc, which was acceptable. The cause of the discordant results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.